Manufacturer narrative:
Results: myocardial infarction. Conclusions: myocardial infarction. (B)(4).

Event description:
During the index procedure the patient received one endeavor sprint rx drug-eluting stent in the lcx. Approximately 25 months post index procedure the patient suffered an mi. It is unknown if the mi was related to the target vessel. Investigator assessed that the event was not related to the study device. Patient recovered.